Event description:
I began noticing a moldy smell when I used my contact lens solution. At first I attributed it to my sink or the lens cases, but now realize, after having opened several bottles and having replaced several cases and scoured my sinks and faucets, I realize each bottle smells like mildew. Since mid december I have experienced severe headaches, blurry vision, and floaters. The product is opti-free puremoist contact solution. The lot #s are: 300048863-0521 exp. Date 2025-05-31 (I have three of these bottles with the same smell) and lot # 300048826-0621 exp. Date 2024-04-30 (one 2 oz. Bottle with same smell). Therapy is still on-going. Reason for use: contact lens solution and to keep eyes moist on plane.